Event description:
This will be filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. It was noted that after deployment of the first clip, the clip came off the anterior leaflet. A second clip was implanted to stabilize the first clip. It was also noted that there was difficulty visualizing the clip throughout the procedure. The procedure was successful, and the tr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) appears to be due to imaging difficulty. The reported image resolution poor was associated with the poor imaging quality. The reported unexpected medical intervention was a result of case-specific circumstances. The reported off-label use (indication for use) was associated with the use of mitraclip device on tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.